Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). Serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger could be moved normally during implantation. However, after implantation, when the intraocular lens (iol) opened / unfolded, there was a major defect on the iol surface/optic. The surgeon had to remove the iol and implant a new one. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.